Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed error code b30. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code b30 was found. Based on the results of the investigation, the reported error code b30 was confirmed. The cause of the error code was attributed to a faulty connector. Olympus will continue to monitor field performance for this device.